Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable pump-pump won't run." The pump was silenced, the settings were reviewed, and it was powered off. The clamp was closed, the cassette was removed and gently tapped, then the line was massaged to disperse air bubbles in the line. The cassette was then replaced, and the pump was powered back on but the alarm persisted. The troubleshooting steps were repeated with no resolution. The reservoir volume of the reported device was 91.7ml, rate at 2ml/hr, and 4.3ml was given. There was no patient, or clinician injury associated with this occurrence.